Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis with a damaged lens . An accuracy test was performed in order to confirm the reported issue. The customer's concern regarding failed accuracy was verified. The issue is due to the expulsor being out of specification. The expulsor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd®-solis hpca ambulatory infusion pump failed volumetric measurements. There was no reported injury to the patient.